Manufacturer narrative:
Per the investigator's evaluation, the motor end of the drive cable has been rounded out and was making the noise. The cable cannot drive the saw since it would not engage the motor fitting as it was rounded off, making this a reportable event. The cable was repaired. A preventative maintenance (pm) was completed on the saw. The unit operated to manufacturer specifications and was returned to the customer. No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was making a grinding noise. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.